Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker exhibited noise, and that there was inappropriate automatic mode switch. Programming changes were suggested but not made. There were no patient consequences.